Event description:
The suspect device result was 120 mg/dl. The user felt dizzy and called the dr's office. User was instructed to go the ER. User went to the ER and their glucose was tested. User did not know the result. User was given food and meds for nausea. User was released with a glucose level of 70 mg/dl. Level I and level 2 controls were in range. The device was replaced and requested to be returned for evaluation.